Event description:
Customer reports this system locked up during case. No pt injury. Also, customer reports table will not boot.

Manufacturer narrative:
The service rep was unable to duplicate customer problem. He found 5 volt supply in table at 4.6 volts. He was unable to adjust power supply. The rep ordered the power supply then removed and replaced power supply. He set the power supply for 5.1 volts out. Checked system for proper operation. System functions as intended.